Event description:
In 05 an employee slipped and fell in the birthing suite while wearing cardinal shoe cover #4872a. The employee suffered a lower lumbar strain from the incident.customer is not a liberty to discuss treatments, therapies or outcomes of staff members. Cardinal health made aware of incident in 08/05.